Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. Correction: b3. Additional information: h4, h6, h11. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 1-10 cfu. Bacterial identification: candida parapsilosis. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu:0 cfu. Bacterial identification: n/a. The event was evaluated where an additional potential adverse event was confirmed where the device was used while awaiting culture results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. This report is related to MFR (B)(4).

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.